Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 4 of the same event. It was reported that during an unspecified surgical procedure of the spine, it was observed that the handpiece device broke down, displayed an error message then went dead while in use with the foot control device, attachment device and console device. It was further reported that there was a blinking light at the back of the handpiece device. There was a two minute delay to the surgical procedure. There were spare devices available for use to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the console would not power on. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.